Event description:
A customer observed negatively biased phyt results from multiple samples from a pt tested on the vitros 5.1 fs system. The results were reported to the physician, but were questioned. Repeat analysis was performed and corrected reports were issued. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found that the slides and analyzer were operating as intended. Biased results are confined to samples from this pt. The root cause of the event was not able to be determined.